Event description:
A medtronic representative reported that two screws placed during a navigated spinal fusion case were off in the superior direction. The surgeon only navigates with the apt pedicle probe; he then proceeds immediately to placing screws with a non-navigated driver using the path that he made with the probe. After placing both screws, fluoroscopy images were taken to confim placement and it was found that the two screws placed on l5, both broke out of the pedicle slightly into the l5-l4 disc space. The surgeon revised the screw placements using fluoroscopy. There was no negative impact to the patient.

Manufacturer narrative:
A medtronic representative went to the site and evaluated the system. He was unable to replicate the issue. The rep tested the system with a phantom sawbones model and it was accurate. The medtronic representative had observed that at times the wireless c-arm tracker had not been properly and fully seated by the user. The rep reported he has educated the site on proper c-arm navigation tracker placement as this could have been a possible cause of the alleged inaccuracy. No further issues have been reported since user training performed.

Manufacturer narrative:
A medtronic representative reported additional information regarding the alleged malfunction. He stated that the tracker being mounted improperly was not the source of the issue as originally thought. A c-arm representative replaced the drive/braking system on their machine and the navigation system was recalibrated with the c-arm after the replacement. Subsequent spins were within tolerance. No further information was reported to the manufacturer for further evaluation.